Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On the same day the sensor wasw inserted, the patient reported that when she received high cgm readings she adjusted the insulin pump to administer extra insulin. When she experienced a headache, she did a fingerstick and the cgm reading was high, and the blood glucose reading was 120 mg/dl. As the patient had overtreated by then she eventually lost consciousness. Her mother went to her house as she was not answering the phone and called the paramedics who provided the patient with intravenous treatment (patient did not remember the medication). The patient took an ibuprofen after the event. At the time of the report the patient had recovered and was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.